Event description:
During a laparoscopic liver resection the device was fired and it partially fired staples (staples were loose in the cavity of the pt). The procedure was converted to an open procedure in order to complete the resection. The pt received a transfusion.